Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Although a definitive root cause conclusion cannot be made, clinical, patient and pharmacological factors may have impacted the event with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient remains in the hospital post-implant and has been unable to be weaned from inotropic support. It was stated that currently there are no plans for short or long-term device support on the right side.  Patient currently remains in the critical care unit (ccu) for close monitoring of her right ventricle (rv) function to evaluate the need for home inotropes.  Of note, the patient had a short episode of altered mental status on (B)(6) 2017 in which a head CT was negative for any neurological changes.  Log files were sent in, but did not show any significant changes.  The site is attributing the altered mental status (ams) to possible uro-sepsis. Patient was weaned off of the dobutamine successfully and discharged home on (B)(6) 2017. No additional information available.